Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-may-13. It was reported that a white substance was discovered all over the pump during explant. The substance was sent to pathology to determine what the substance was, but the representative did not have the results of the pathology report. The patient was sent to the infection control department but there was no infection found so the patient was going to another allergy doctor. The patient reportedly had an allergy skin patch test many years ago, but that was negative. Pump materials were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-may-02. It was confirmed that the pump explant occurred on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-feb-26. It was reported that the patient had allergic reactions from the beginning which they didn't recognize as allergic reactions until (B)(6) 2019. The patient had all devices removed from her body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a manufacturer representative on 2019-apr-24 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was explanted at some point. It was later clarified that the explant was due to the patient having intermittent swelling and skin reaction issues. The exact date of explant was unknown, but the patient stated it occurred in october (note: this conflicts with device records which indicate the pump was explanted on (B)(6) 2019). No further complications were reported or anticipated.